Event description:
Customer reportedly obtained a result of 400mg/dl on the advantage system and 114mg/dl on the doctor's device within 10 minutes. No action taken based on device result. No adverse event reported. Requested return of suspect system and replacement was sent.